Manufacturer narrative:
Device not available for evaluation.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.